Event description:
It has been reported to philips the device had one beep, the information button lights up, and when you press it, it announces that "shock has not been delivered."after that, the beeping did not stop.